Event description:
Patient was found down at home on [date redacted] and brought into the facility via ems in comatose state, requiring intubation, mechanical ventilation, sedation and multiple pressors. Patient was found to be in severe dka [diabetic keto acidosis] and was started on an insulin gtt [drip] per protocol and was admitted to the micu [medical intensive care unit] for acute toxic metabolic encephalopathy, acute hypoxic rf [respiratory failure] and dka. CT ab/pel [abdomen and pelvis] concerning for ileus/obstruction, so general surgery was consulted and signed off on [date redacted] -16 days after admission, as the patient was having regular bowel movements and improved clinically. On [date redacted] - 20 days after admission, rapid response called for hypotension, tachycardia and fever. Stat CT showed a new large amount of free intraperitoneal air, so the patient was taken emergently to the or where he underwent an exploratory laparotomy and small bowel resection for perforated viscous. The patient returned to the or three days later for small bowel handsewn anastomosis and abdominal wall closure. The patient tolerated the procedure well and was transferred to recovery in satisfactory condition. Post-op recovery was c/b [complicated by] sepsis and CT imaging revealed large fluid collection concerning for a leak. The patient was returned again to the or [date redacted] - 27 days after admission, where he underwent an exploratory laparotomy with bowel resection and ostomy. Intra-operatively the leak was found to be at the staple line from the previous resection while the handsewn anastomosis remained intact. The patient tolerated the procedure and was returned to the sicu [surgical intensive care unit] for further management. Patient extubated, [date redacted] - 29 days after admission, to med/surg [date redacted] and started on imodium for high ostomy output. Corpak placed to supplement nutrition. On [date redacted] - 35 days after admission, CT ab/pel [abdomen and pelvis] for ongoing leukocytosis revealed abscess in the rlq [right lower quadrant]. Ir [interventional radiology] was consulted and drain placed with improvement. The patient was discharged to an ltach [long-term acute care hospital] on [date redacted] - 39 days after admission, with ID [infectious disease] following and recommended continued antibiotics/antifungal. Manufacturer response for ethicon linear stapler green load, ethicon (per site reporter). Reeducation initiative with vendors returning to operating rooms.